Event description:
Insertion difficulty - the "advancing needle (catheter) pulled out when the fast1 was extracted." (B)(4).

Manufacturer narrative:
Pyng medical was only informed of this incident in 03/2009. They were only informed of the actual date of this incident when they received the returned device at the end of march because it was stated in the enclosed document. Returned device evaluation: components of the fast1 system - rtr (without remover tool) were returned to pyng medical and were evaluated on 04/02/2009. Fast1 components received included the introducer, pre-use sharps cap, post-use sharps plug, dome with hang tag attached, and the infusion tube. Components were received in a zip lock bag inside a red biohazard bag in a brown shipping box. As received the introducer was released with the bone probe needles about 4-5mm proud from the face of the introducer (snap ring). The pre-use sharps cap was not attached to the introducer and two of the three snaps were broken off. The infusion tube was separate from the introducer. The post-use plug was separate from the introducer with some puncture marks visible in the foam from the needles and stylet. The hang tag was attached to the dome. Under magnification there was minimal tip damage to the tips of the needle clusters, through 6 of 10 had some visible tip damage only 2 of these had medium to large tip damage, the other 4 were very small to negligible, and for the remaining needles there were no tip damage. There was no damage to the stylet tip. Blood-like and fat-like material was visible on the needle cluster and stylet. There was a small dent visible on the portal tip (metal end of the infusion tube), some speckles of blood-like and fat-like material were visible on the tubing which appeared to be inside the tubing and on the portal tip. The crimp joint (portal to tubing joint) appeared intact; there was no visible damage to the tubing. The infusion tube was reinserted on the stylet of the introducer without stylet supports and then the infusion tube pulled off to assess the fit on the stylet. There was no noticeable binding of the infusion tube assembly on the stylet in the introducer. The needle cluster tip damage (medium and large) seen on the same side of the needle cluster indicates possible off-perpendicular insertion and may have contributed to under insertion of the portal infusion tube into the manubrium. No other information of the insertion or patient was received.